Event description:
Increased rv lead impedance measured at 1300 ohms, loss of capture in bipolar. Unipolar in range impedance. Device programmed unipolar. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.